Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis in a damaged condition and a scratched screen. The moment the device was powered up, the device started double beeping. Which would cause the issue reported. The downstream stream sensor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump failed the preventative maintenance check. The pump failed the sensor test and was not able to detect the cassette. There was no reported injury to the patient.